Manufacturer narrative:
New information has been received on (B)(6)2019: noted in a: patient information and in b: description, patient medical history, laboratory reports, etc.

Event description:
Operative reports were received and additional information was provided: the patient had multiple knee surgeries prior to the arthroplasty. Enduro products for the right knee were initially implanted 0(B)(6)2013. Enduro components were implanted and 2 non- aesculap components. The patient continued to continued to have recurrent infections, pain and swelling, and decreased motion. There was a revision due to infection; the first staged removal of hardware and placement of antibiotic cement spacer occurred on (B)(6)2016. The planned second stage occurred on (B)(6)2019. As enduro components were then implanted. There was a revision of the right knee in (B)(6) , 2019 (21st or 26th). This was due to aseptic loosening and allergy to nickel. Enduro components were replaced. This patient has associated medwatches for the left knee implants (vega products) reported separately.

Event description:
No further details provided.

Manufacturer narrative:
Manufacturing evaluation: reference code nr880z. Device name as enduro meniscal component f2 10mm serial number n/a batch number 52112949 UDI device identifier n/a UDI production identifier n/a basic UDI-di n/a unit of use UDI-di n/a manufacturing date 2015-02-20. There are no devices available for investigation. Investigation- no product at hand, therefore an investigation is not possible. Pictorial documentation - there are no pictures available. Batch history review - the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause - based on the information available it is not possible to determine a possible root cause for the failure. The root cause for the failure is most probably not product related. Rationale - in the light of the insufficient information received and due to the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a root cause for the mentioned failure. In the case description it is mentioned that "it was loose ". Therefore it must be mentioned that it is unclear, if the mentioned nr880z as enduro meniscal component f2 10mm and the nr860z as enduro locking nut f/rotation axis are the loosened components. For the mentioned devices we made a batch history review: there are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found.

Manufacturer narrative:
Awareness date: to be confirmed. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with an enduro knee implant. The article code is unknown. It was reported that the patient was experiencing pain. It was found that the femur component was loose. This component was replaced with a new component on the right side. This was a revision tka surgery. A revision surgery was necessary. Additional information was not provided. The adverse event is filed under aag reference (B)(4).